Event description:
The customer reported to olympus that their hd camera head device produced a bad image with a halation effect. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of subpar image was confirmed; the camera produced considerable image noise, which prevented the subject of the image from being recognized. The following additional findings were also noted: scope mount corrosion and cracked video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to cable failure. The cable failure root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be disconnected. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be disconnected. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be disconnected. ·while using, hold the camera head, not camera cable and operate the endoscope. The camera cable could be disconnected. ·never fix the camera cable using such as pean forceps. The camera cable could be disconnected." Olympus will continue to monitor field performance for this device.